Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2018. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. The customer¿s blood glucose was over 800 mg/dl at the time of admission. The cause of death was heart attack and diabetic ketoacidosis. The customer¿s blood glucose was over unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected 7 days prior to passing. The customer had been disconnected from the insulin pump and treated with an IV once they were admitted to the hospital. It was unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.